Event description:
It was reported via repair work order that the ground prong was missing from power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.